Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. The rse provided support. It was determined that this was a malfunction of the ECG cable for which the fse provided information for replacement. There is insufficient information to confirm if the customer ordered a part. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the ECG cable. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was provided information to replace the ECG cables to resolve the issue. However, we are unable to confirm if the issue was resolved as the customer did not respond to multiple requests. It has been concluded that no further action is required at this time. H3 other text : the remote service engineer provided support.

Event description:
It was reported the device ECG cables are malfunctioning. The device was reported to be in use, however, no direct adverse event to the patient or user was reported.

Manufacturer narrative:
Reporter phone number: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.